Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had no image. The issue was found, during a diagnostic uterine examination procedure. That was completed, after replacing the camera head. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure. A definitive root cause could not be identified. Based on the results of the investigation and the inspection by the repair department confirmed that a cable failure had occurred in the actual product. Therefore, it is likely that the image function did not function normally due to the cable failure and "no image was displayed" occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue was found during preparation of a diagnostic uterine examination procedure that was completed after replacing the camera head. There were no reports of patient harm.